Event description:
Customer reported false negative reactions with cell #2 and #3 of the 0.8% surgiscreen cells lot vss627 with a sample previously identified with anti-c. The patient involved had a recent history of anti-c. Testing was repeated using echo analyzer and positive reactions for c were observed. Customer confirmed the antibody using 0.8% resolve panel b and c positive cells reacted 2-3+. All qc was acceptable on days of testing. All reagents have normal appearance prior to use and have been stored as per the IFU. No contamination observed.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).